Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant medical products: 4068, implantable pacing lead, (B)(6)1996. (B)(4).

Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
Follow up with the clinic indicated the patient was seen the day of the report for their symptoms and programming changes were made.

Event description:
It was reported that the patient stated their heart rate is going too fast when going upstairs and the patient "hasn't felt fine the last few months." It was also noted that the upper rate may be set too high and reprogramming changes may be necessary. The device remains in use. No further patient complications have been reported as a result of this event.